Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. See section for any product information received. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient suffers from pain.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Update jul 05, 2017: medical records received. Pfs alleges staff infection. After review of medical records for the MDR reportability, patient was revised due to failed tha secondary to metal-on metal articulation. Revision notes stated that there was no evidence of infection or inflammation. There was no loosening mentioned in the operative notes. Radiograph suggestive femoral prosthesis loosening. Product codes and lot numbers provided. This complaint was updated on jul 17, 2017.

Event description:
In addition to the previous allegations, ppf alleges metal wear and metallosis. Doi: (B)(6) 2009 - dor: (B)(6) 2015 (right hip).